Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this sterling balloon was visually and microscopically examined. Visual examination revealed that the guidewire lumen was separated 151.2cm from the hub. The balloon was separated 154.3cm from the hub. There were multiple kinks to the guidewire lumen on the distal end of the separated piece. Microscopic examination revealed no additional damages. The distal end of the separated balloon was bunched up at the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the clinical observations.

Event description:
It was reported that the balloon burst and became sheared off, requiring a snare to retrieve. This 3.0x20x150 (4f) sterling balloon was selected for use in a right lower limb crustal vessel percutaneous transluminal angioplasty procedure. There was a short focal anterior tibial (at) occlusion noted via duplex ultrasound. After successful access via the common femoral artery with a 5fr 11cm sheath, the lesion was crossed with a guidewire, then this balloon was inflated across the occlusion at approximately nominal pressure, but immediately burst. Upon attempting to remove the balloon, it felt like it was sticking inside the sheath. It eventually was able to be removed; however, the tip of the balloon had become sheared off. The 5fr sheath was removed and was replaced with a 6fr 45cm sheath over two guidewires. The old sheath was flushed and there was no evidence of balloon material within the sheath. Screening at the level of the at showed the balloon tip was on the guidewire. The wire was snared below the level of the balloon tip after bringing another guidewire below it within the at. The guidewire snared successfully, and the balloon tip was successfully removed. Angiography was performed of the at and no damage was noted. The proximal at lesion required one additional treatment. It was thought that the lesion may have been more calcified than originally understood. There were no patient complications.

Event description:
It was reported that the balloon burst and became sheared off, requiring a snare to retrieve. This 3.0x20x150 (4f) sterling balloon was selected for use in a right lower limb crustal vessel percutaneous transluminal angioplasty procedure. There was a short focal anterior tibial (at) occlusion noted via duplex ultrasound. After successful access via the common femoral artery with a 5fr 11cm sheath, the lesion was crossed with a guidewire, then this balloon was inflated across the occlusion at approximately nominal pressure, but immediately burst. Upon attempting to remove the balloon, it felt like it was sticking inside the sheath. It eventually was able to be removed; however, the tip of the balloon had become sheared off. The 5fr sheath was removed and was replaced with a 6fr 45cm sheath over two guidewires. The old sheath was flushed and there was no evidence of balloon material within the sheath. Screening at the level of the at showed the balloon tip was on the guidewire. The wire was snared below the level of the balloon tip after bringing another guidewire below it within the at. The guidewire snared successfully, and the balloon tip was successfully removed. Angiography was performed of the at and no damage was noted. The proximal at lesion required one additional treatment. It was thought that the lesion may have been more calcified than originally understood. There were no patient complications.